Manufacturer narrative:
Additional information: product analysis results: visual microscopic hardness demesnial observations: the first approximately 3mm of the driver tip is sheared off from force applied in the clock-wise direction. A dimensional review of the driver¿s tip o.d. And its hardness did not identify any non-conformance. The radiuses of the blades are distorted from what appears to be the torsional force used to tighten the screw. Conclusion: the twisting of the driver¿s head is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as l5-s1 disc collapse. For which patient underwent, minimally invasive l5-s1 decompression and fusion at levels l5-s1. Intra-op, the front tip of the screwdriver broke when advancing the cannulated screw into the s1 body. The driver was removed with the tip still embedded inside the screw head. The case was completed without further issue. The product came in contact with the patient. No patient complications were reported as a result of this event.